Manufacturer narrative:
(B)(6). Patient weight was not provided for reporting. Date of event is unknown. This report is for one (1) unknown helical blade. Part#, lot# and UDI # is not available. Date of implant is an unknown date in (B)(6) 2018. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown helical blade. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2018, patient was implanted with the tfna nail, helical blade and locking screw due to peritrochanteric hip fracture. It was found in a follow-up visit that the helical blade had perforated the femoral head and acetabulum, with an x-ray taken on (B)(6) 2018. The patient also experienced decreased range of motion, pain and damage to hip. On (B)(6) 2018, the patient underwent revision surgery of reclaim total hip due to perforation of the acetabulum by a trochanteric fixation nail advanced (tfna) helical blade. During the revision surgery, the whole tfna, helical blade and locking screw were removed. The procedure was completed successfully. There was no surgical delay. Patient outcome after the revision is unknown. Concomitant devices reported: tfna nail (part# unknown, lot# unknown, quantity 1), tfna locking screw (part# unknown, lot# unknown, quantity 1) this report is for one (1) unknown helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: customer quality conducted an investigation of the provided x-ray. The supplied postoperative x-rays was reviewed and the complaint condition of cutout into the acetabulum confirmed based on the top image provided, it shows the helical blade has shifted into the socket area. As the device was not returned an as received, dimensional, material or drawing reviews are not applicable. No device history review was able to be completed as the device¿s lot number is unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.